Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia and her insulin pump had audio anomaly. The customer's blood glucose level was 47 mg/dl and 117 mg/dl. The customer was assisted in troubleshooting for low blood glucose level. She was treated with food. The customer also reported that the insulin pump had no beeps. She was assisted in troubleshooting. The customer was advised to monitor pump. The customer performed self test and the insulin pump was not beeping. The insulin pump will not be returned for analysis.